Manufacturer narrative:
Pc (B)(4). Date sent: 02/12/2020. The DHR for lot 25261 was reviewed. No defects, ncrs, or reworks related to the product complaint were found.

Event description:
It was reported that the patient had foam pooling in her throat with some solids occasionally. Resolves quickly. Subject had linx implant (B)(6) 2020. Our subject was admitted to the hospital last night. She is having vomiting. She is in observation and had basw which all looks normal. She is drinking normally and most likely will be d/c tomorrow.

Manufacturer narrative:
(B)(4). Additional information received: patient advised to swallow more frequently throughout the day and at night have water at bedside in the event she was to awaken to take a sip of water to avoid long periods of not swallowing.